Event description:
It was reported that during the use of the harmonic scalpel with an lscs5, solid tones were heard. Regular troubleshooting steps were taken without success. A second hand piece was opened and used to finish the case. There was no patient consequence.